Event description:
It was reported that the day after implant, the patient was experiencing chest and back pain. The atrial lead was found to have high thresholds and had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).